Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning of the 4th coil in the aneurysm, the coil detached at the opening of the aneurysm. The detached coil was retrieved with a microcatheter and snare device. There was no reported patient injury or health damage.

Manufacturer narrative:
The implant coil was returned with the pusher, microcatheter, snare device, and introducer for analysis. The proximal section of the pusher was bent at the transition section between the gold connector and the hypotube. The heater coil section (black pet) was burned. The heater was removed to review the monofilament inside the pusher section. The monofilament had the mushroom shape, and along with the burned heater coil section, is indicative of a thermal detachment. The implant coil was at the distal section of the microcatheter. The snare was used to remove the implant coil, and was noted to be stuck. The investigation could not verify the reported event. The implant was found to be detached via a normal thermal detachment, but the investigation could not determine when the detachment occurred. The device appeared to have functioned normally, but the investigation could not confirm if there was any detachment issues prior to the successful detachment or retrieval. The returned components indicate that the device was detached thermally through the activation of the controller. The device performed as expected and within specifications.